Event description:
On (B)(6)2017, client services received call from (B)(4) related to a discrepant zika test result (potential qdid rt-pcr false positives) for an asymptomatic, pregnant woman with no travel history, residing in (B)(6). Reagents were within expiration dating and showed no clear trends. Extraction and pcr runs/batches showed that all pcr CT values and amplification curves for the assay controls were valid. Pcr CT values and amplification curves for the pt specimens were properly interpreted as specified in the approved procedures. The total volume of zika rt-pcr tested at qdid in (B)(6), is 22,301. The number of positive samples is 1127 or 5.05%. The total number of potential discrepant results is 15 (one of which is this report) which represents 1.3% of the positive results or 0.07% of all zika rt-pcr tests at this lab site. Because of the low rate of discrepant results (potentially false positives) results, (B)(4) has completed its complaint investigation at this time. The (B)(4) 2017 (B)(4) report on "actions needed to address the challenges of responding to zika virus outbreaks" the confirmed lod for serum results ranged from 500 - 1000 for the focus dx zika virus rna qualitative rt-pcr assay compared to the cdc trioplex assay's (B)(4) indicating the possibility for higher sensitivity with the focus dx test.